Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy for post-sensed t-wave oversensing. Programming changes and patient monitoring for recurrence of event was recommended.